Manufacturer narrative:
The technician isolated the issue to the sidecom circuit board. He replaced the circuit board to repair the bed.

Event description:
Info received indicates a nurse call cannot be sent from the bed.